Manufacturer narrative:
(B)(4) - follow up MDR for correction following the submission of the initial MDR, it was determined that this complaint was a duplicate of (B)(4). This complaint is being cancelled. An MDR was submitted for (B)(4). See h10 manufacture narrative.

Event description:
Duplicate of (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 barrel cracked. The following information was provided by the initial reporter: "we received a product complaint from our (B)(6) neuro ICU (6-2 sp) concerning an event while using several bd product #302995 syringe 10ml luer-lok tip disposable. The lot number is 3264592, exp. Date 8.31.2028. No patient harm was reported. The event date is 12.27.2023. We have four each samples of the bd 10cc syringe to return to bd for analysis. Please send an RMA to my attention and return kit w/mailer label. Let me know if you need additional information." ¿rn (B)(6) was drawing blood off a central line with 10cc syringe and noticed blood leaking. We found 3 10cc syringes cracked in the patient cart with lot # 3264592. Syringe package was saved. We had 4 syringes total yesterday that were cracked. 2 had to be discarded as they were soiled by patient blood.¿